Event description:
A surgeon reported having multiple pts who are experiencing glare and halos with good vision following intraocular lens (iol) implant surgeries. Medical records were received for three pts. Medical records for this pt were received and indicated the following: at three months following iol implant surgery, the pt reported "distorted, wavy, bulging, slanted vision." She also reported experiencing migraines and headaches since approximately two weeks after the surgery for which she is taking medication. At the six month postoperative visit, the pt reported that her vision is "still not clear with distance or near vision" and that "when looking at eye chart, image is tall on the left side and narrows to the right." Posterior capsule fibrosis was noted at this visit. A yag laser and prk procedures were performed. At six months post-prk, the pt reported foggy vision, glare and shadows. She also reported that straight lines are wavy. A second yag procedure was performed and at the three week postoperative visit, the pt reported eye pain, especially when light hits the eye and vision "up close and distance is better and the haze is gone." There are three medical device reports associated with this event. This report is for the first pt.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 11/03/2010 and 11/09/2010 by phone, fax, and mail. Medical records were received on 10/29/2010. A completed questionaire was not received. (B)(4).